Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 341mg/dl fasting. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 08/14/2017 and open vial date is 09/01/2016 the meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer advice of the product proper storage environmental conditions recommended by manufacturer.